Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) fell and the incisions were opened up. As a result, the patient developed an infection. The s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.